Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no adverse impact reported to the customer's blood glucose. Tandem technical support attempted to follow up with the customer and complete troubleshooting, however customer declined to do so.